Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's blood glucose was 180 mg/dl and sensor glucose was 77 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.